Manufacturer narrative:
Unit had no button response due to corroded keypad traces. Unable to test for battery out limit alarm due to no button response. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and broken reservoir tube lip.

Event description:
Customer reported that the insulin pump returned a battery out limit after a battery change. Customer also reported that the insulin pump's keypad was intermittently unresponsive. Blood glucose level was 148 mg/dl at the time of the call. No further information was provided.